Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there were 2 unit boluses delivered in the early hours of this morning but the customer did not programme these. The customer's blood glucose level was 13.5 mmol/l. They reported that it was visible on the carelink download and in the customers daily history. Customer said he definitely had never programmed these. The insulin pump will be returned for analysis.